Event description:
It was reported that the customer's insulin pump was alarming and the alarms were recurring. It was also reported that the customer experienced some unexplained high blood glucose and she was not sure if this was related to her insulin pump. The customer stated that she changed her insertion site and her blood glucose came under control. Her blood glucose was 8.9 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.